Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and endocarditis. There were no additional adverse patient effects reported. The ra lead was explanted.